Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons not working) was confirmed. Upon investigation the response button covers were missing and intermittently were not functional. The cause for the intermittent response button failure was a damaged response button switch. The cause for the intermittent response button failure was a damaged response button switch. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor's response buttons were not functional.